Manufacturer narrative:
Correction to h6 based on additional information. Imagery was provided by the reporting site, and the following was observed: liner lifted at distal end of sheath shaft, and distal tip split. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035' guidewire compatibility, adequate sheath-introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035' guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was confirmed. Investigation results suggest/indicate that patient factors (calcification, tortuosity) may have caused or contributed to the inability to introduce the sheath, while patient (calcification, tortuosity) and/or procedural (excessive manipulation) factors may have caused or contributed to the sheath distal tip split. No edwards defect or manufacturing nonconformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This supplemental report is being submitted as a correction to g4 submitted on the previous medwatch report. The correct date for g4 is august 28, 2023, and the report was submitted within the timeframe at day 6 from the correct aware date. It should be noted that g4 in this report reflects the date that the error was confirmed/discovered.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during insertion of the esheath, strong resistance was felt and it was not possible to introduce this device entirely. Different angles of insertion were tried. However, imaging showed the esheath tip was 'bumping' into calcification impeding advancement. The esheath was removed, and the tip was damaged. The esheath was replaced with a new one but the same issue occurred. It was decided to implant a non-edwards valve with another non-edwards introducer. No consequence for the patient. As per video provided, the esheath distal tip appeared to be split.